Manufacturer narrative:
This lead is not expected to be returned as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and pacemaker presented to the emergency room due to fatigue and shortness of breath. Loss of capture was observed, including at maximum outputs, and pacing was not being provided. Intermittent inappropriate sensing and pacing impedance measurements greater than 2,500 ohms were also observed. It was reported the patient is pacer dependent. An invasive procedure was performed. This lead was surgically abandoned and replaced. Blood was noted in the device header and the device was also replaced. No additional adverse patient effects were reported.